Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error message during unit setup. It was reported that there was no patient involvement at the time the issue was discovered. The bme stated that the flow sensor assembly was replaced, and preventive maintenance (pm) was performed; however, the device alarmed again, and the bme found a 110b error code in the event log. The bme requested further troubleshooting.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that the reported issue was confirmed upon restarting the device and discovering the error. The bme tried replacing the data acquisition (da) printed circuit board assembly (pcba) with a da pcba from another ventilator, but the issue remained. The bme ultimately replaced the air & o2 flow sensor assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.